Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer stated that she was going to give herself a bolus, then the insulin pump froze and alarmed button error thereafter. She stated that she could not clear the alarm, removed and reinserted the battery, but the button error alarm remained. The customer did not know the blood glucose reading. The customer did not observe any other significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No frozen display noted. The insulin pump was received with cracked case at display window corners, display window, reservoir tube, battery tube threads and minor scratches on lcd window.